Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis is normal, no anomaly was found.

Event description:
It was reported that during changeout of pulse generator due to eri, it was noted that the right atrial lead exhibited discoloration and abnormal texture were visually noted. The lead was explanted. A consolidated letter was sent for the associated devices.